Manufacturer narrative:
Event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the alarm "leak in iab circuit" was generated by the console. No blood was seen in the catheter tubing. Attempts to trouble shoot were unsuccessful for over 30 minutes so it was decided that they would remove the catheter. The catheter was discarded. There was no reported patient injury to the patient.